Event description:
It is reported that customer experienced constant tones on insulin pump and buttons unresponsive. Customer was advised that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Unit was programmed and monitored for three days with no constant tone or display anomaly noted. Unit powered up properly after battery insertion with no display anomaly noted. Unit passed self test and displacement test. Unit had intermittent button response due to flattened dome switch (creased). Unit had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).